Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly. The issue reported by the patient could not be duplicated.

Event description:
The patient believes the infusion device delivers too much insulin. The patient experienced low blood glucose of 40 mg/dl. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.